Manufacturer narrative:
Sample was serum collected in sst tube and allowed to clot for 30 minutes and then centrifuged for 10 minutes at 3000 rpm. Qc was within established ranges prior to the event. A field service engineer (fse) was on-site (B)(6) 2011 and performed a system check which met specifications. A precision run and qc were both performed and met specifications. No hardware issues were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting total t3 (tt3) results above the normal reference range generated by the unicel dxl 800 access immunoassay system for one patient sample that did not match the patient's clinical presentation. Repeat testing resulted within the normal reference range. There was no death, injury or change to patient treatment reported in connection with this event.